Event description:
Information was rec'd from an international distributor that their customer reported the ventilator had an odor of overheating. The ventilator was not in use on a pt; therefore, there was no reported pt involvement or harm. The international distributor's service technician verified the reported problem. The service technician reported upon service evaluation the power supply fan was not functioning due to an obstruction by a wire off the power supply. If the power supply fan does not function to specification, the power supply may overheat and become damaged. Malfunction of the power supply during use could cause the ventilator to shut down. The service technician replaced the power supply to correct the problem.